Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm portico ng/navitor valve was successfully implanted. Pacing of 120-140 beats per minutes was used during deployment of the 27mm portico ng/navitor valve. It was noted via electrocardiogram, that after a pre-implant balloon aortic valvuloplasty the patient developed a left bundle branch block. The final non-coronary cusp implant depth was 8.11 mm and the final left coronary implant depth was 8.11mm. There was no treatment performed. The patient is in stable condition. Subsequent to the previously filed report, additional information was received that left bundle branch block persisted after implant of the 27mm portico ng/navitor valve. There was no difficulty implanting the 27mm portico ng/navitor valve. The patient has no previous history of conduction disturbances. The patient did not have a prolonged hospitalization due to this event. There was no intervention performed or planned. The patient did not have any other clinical signs or symptoms during or after this event. There was no allegation of malfunction against the abbott device or procedure reported.

Manufacturer narrative:
An event of device malposition and heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have any baseline conduction abnormalities, and that the valve was implanted at a 8.1 mm depth from the non-coronary cusp, deeper than the optimal 3mm depth, which could have contributed to the reported heart block. Additionally, information from the field indicated that the physician attributed the heart block to the implant procedure. Based on all available information, the reported event appears to be related to the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 27mm portico ng/navitor valve was successfully implanted. Pacing of 120-140 beats per minutes was used during deployment of the 27mm portico ng/navitor valve. It was noted via electrocardiogram, that after a pre-implant balloon aortic valvuloplasty the patient developed a left bundle branch block. The final non-coronary cusp implant depth was 8.11 mm and the final left coronary implant depth was 8.11mm. There was no treatment performed. The patient is in stable condition.